Event description:
In 2008, the sales rep reported that during a thoracolumbar procedure, the surgeon was tightening the closure top on the last pedicle screw in the sacrum. The surgeon was applying enough force to sheer off the closure top but in doing so, the surgeon stripped the walls of the pedicle screw. The fragments fell off within the screw. The fragments were removed from the surgical site. The original closure top was explanted and a second closure top was implanted. The closure top was binding, so the surgeon explanted the second closure top and the pedicle screw. A new screw and closure top were implanted. There was a surgical delay of 10 mins. There was no injury to the pt.

Manufacturer narrative:
Requests have been made for the return of the prod. Request has been made to obtain the prod. Eval is pending upon the return of the prod.